Manufacturer narrative:
Device alarmed pump error 38 during rewind.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had no motor movement. Customer's blood glucose value was unknown. The customer reported that they were able to clear the alarm and finish process. The customer performed self test and it failed. The device will be returned for analysis.

Manufacturer narrative:
Device alarmed pump error 38 during rewind due to unlocked motor connector. Unable to perform displacement test or functional testing due to constant pump error 38 during rewind.